Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
It was reported the patient received the following results within 15 minutes: 40 mg/dl (lot # 500034), 140 mg/dl (unknown lot), and 46 mg/dl (lot # 500034).